Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter facility name (e1): (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system was disconnected and in offline mode. The customer reported that this malfunction occurred during the dispensing of medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system was disconnected and in offline mode. The customer reported that this malfunction occurred during the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A field service engineer checked the cable connections and attempted to ping the server, but there was no response. Referred the issue to the hospital's it department for further investigation. The hospital it team subsequently resolved the issue. The system functioned as intended after the hospital it troubleshot the device.